Manufacturer narrative:
(B)(4) the subject rt385 adult ventilator circuit dual heated with evaqua technology has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel (f&p) healthcare field representative, that an rt385 adult ventilator circuit dual heated with evaqua technology generated a ventilator leak alarm after two days of patient use. Upon inspection, the expiratory tube of the rt385 adult ventilator circuit was found damaged. There was no reported patient harm.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel (f&p) healthcare field representative, that an rt385 adult ventilator circuit dual heated with evaqua technology generated a ventilator leak alarm after two days of patient use. Upon inspection, the expiratory tube of the rt385 adult ventilator circuit was found damaged. There was no reported patient harm.

Manufacturer narrative:
(B)(6). Method: the subject rt385 adult ventilator circuit dual heated with evaqua technology was returned to fisher & paykel (f&p) healthcare in new zealand, where it was visually inspected. Our investigation is based on our evaluation of the subject device, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection confirmed the reported damage to the expiratory limb of the returned device. Conclusion: the reported damage was confirmed. Based on previous investigations of similar complaints, the damage may have been due to exposure to an incompatible chemical. As part of design validation and verification activities, all f&p healthcare products are tested to ensure they meet documented product requirements and specifications. These requirements and specifications encompass user needs, performance requirements, international product standards as well as quality system requirements. All rt380 adult breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions for the rt380 adult dual heated evaqua2 breathing circuit state the following: - check all connections are tight before use. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. - do not soak, wash, or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers.